Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.0 and 139.0 cm from the proximal end. The embolization coil was intact on the proximal end of the pusher assembly and the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned smart coil revealed that pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock during preparation, resistance may be experienced while attempting to advance the pusher assembly during the procedure. During the functional test, resistance was encountered while attempting to advance the pusher assembly through its introducer sheath and the smart coil could not be advanced any further. Further evaluation revealed two kinks on the pusher assembly near the proximal end of the introducer sheath. If the pusher assembly is forcefully gripped and advanced against resistance, damage such as this may occur. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician placed six non-penumbra coils and one smart coil in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician experienced resistance at the distal tip of the smart coil introducer sheath and the smart coil would not advance out; therefore, it was removed. The procedure was completed using two other smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.0 and 139.0 cm from the proximal end. The embolization coil was intact on the proximal end of the pusher assembly and the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock, and the device was kinked. If the pusher assembly is forcefully gripped and advanced against resistance, damage such as this may occur. If the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock, resistance may be experienced while attempting to advance the pusher assembly, and subsequently kink. During the functional test, resistance was encountered while attempting to advance the pusher assembly through its introducer sheath and the smart coil could not be advanced any further. Based on the reported complaint, it is likely that resistance was experienced after some advancement through the sheath, and then retracted so that the mid-joint is proximal to the friction lock which then resulted in the observed kink. Due to the damages, root cause is unable to be determined for the initial reported resistance experienced during the procedure. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.